Event description:
It was reported that the ventilator shut down and the device alarmed as expected. The pt was at a family event outside the hospital. The pt was manually ventilated. The respiratory therapist on call brought a second ventilator to the site and transferred the pt to the second ventilator. No serious pt injury was reported.

Manufacturer narrative:
(B)(4).